Manufacturer narrative:
Received two (2) used lat-d1000 tegos for inspection. Excessive seal tearing was found on each of the tegos. Each of the tegos was accessed with a male luer and the fluid path was found to be occluded due to the seal collapse. The reported complaint of a torn seal and subsequent increase in pressure can be confirmed. The probable cause of the seal tearing is due to a variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history review (DHR) was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that a tego¿ connector was reported that the silicone was torn during patient use. It was reported that after starting hemodialysis therapy, an increase in venous pressure was noticed. Upon reviewing the circuit and connectors, it was noticed that the silicone covering the connector was torn and was moving toward the inner part of it; therefore, the connector was replaced. There was no patient harm reported.